Event description:
Boston scientific (bsc) crm received info that two months post the implant procedure, this 4137 ventricular lead had high threshold measurements and was pulled back from position. A new 4087 ventricular lead was successfully implanted. No adverse pt effects were reported during this clinical observation.